Manufacturer narrative:
Sections with additional information as of 30-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Unable to confirm if customer did follow-up with her endocrinologist. Unable to send product notification as no address on file for customer.

Event description:
Consumer initially reported complaint for e-5 error code. During the call, a blood test was performed by the customer and produced test result of hi using truemetrix air meter. Customer stated she had a headache, blurry vision, feels weak, thirsty, and had frequent urination. Customer stated she would call her endocrinologists office. No further information was able to be obtained.